Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a video is provided for a review. Therefore, the investigation is confirmed for the reported material protrusion/extrusion, fitting problem and loose or intermittent connection. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified in d2. H11: b5, h6 (results, conclusion). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0603870c implantable port allegedly experienced material protrusion/extrusion, fitting problem and loose or intermittent connection. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 55 years old female weighs 65 kgs.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however, a video is provided for a review. The company is still investigating the issue at this time. The catalog number has not been cleared in the u.s., but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the u.s..

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0603870c implantable port allegedly experienced material protrusion/extrusion and fitting problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) year old female weighs (B)(6) kgs.